Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that distal end, nozzle, light guide lens, bending section cover, and insertion section had unspecified foreign material occurred due to reprocessing could not be conducted properly by leakage due to a cut on switch 1, therefore water tightness was lost and the foreign material may not have been removed. The event can be detected/prevented by following the instructions for use which state: instructions for use states the detection method in gif-1100 operation manual chapter 3 preparation and inspection. Instructions for use states the preventative measures in gif-1100 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the reportable findings documented in b5, the non-reportable evaluation findings are as follows: water tightness was lost due to a cut on switch 1, suction cylinder had no color, label on the suction connector was damaged, insulation resistance value at the distal end did not meet the standard value due to a burn on the plastic distal end cover, and the play of the up/down knob was out of the standard value due to wear of the angle wire. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had loose cables. The device was returned for evaluation. During the device evaluation, foreign objects were found in the: distal end, nozzle, light guide lens, bending section cover, and connecting tube. There were no reports of patient harm or injury. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.